Manufacturer narrative:
The event occurred in the (B)(6). This medwatch report is for the mobile suspect system used. Reference medwatch report with patient identifier (B)(6) for the compact plus suspect system used.

Event description:
Reporter alleged obtaining a result of 22.8 mmol/l on the mobile system compared back to back with a result of 7.2 mmol/l on the compact plus system when testing was performed within 10 minutes. Reporter stated she adjusted her insulin based on the compact plus result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in the (B)(6). (B)(4).